Event description:
Reference number (B)(4). Event occurred in united arab emirates it was reported that, the patient was hospitalized due to high blood glucose levels on (B)(6) 2024. Patient was treated via insulin drips. Patient was hospitalized for more than 24 hours. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) . Patient country: united arab emirates. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.